Event description:
The hospital reported that vasoview hemopro 2 co2 unable to flow through conduit.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.